Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section d4 (lot#, expiration date, and primary UDI#) and h4. Evaluation results: the electrodes were returned for evaluation; the customer's report was duplicated during visual evaluation. The report was attributed to a disconnected jumper wire (self test wire) on the electrode pad. A replacement set of pads was sent to the customer. This type of failure does not disable the electrode from delivering therapy when attached to a defibrillator. This is a malfunction which only impacts self-test of the electrode with the defibrillator. This type of malfunction does not pose any clinical impact and does not meet our guidelines for reportability. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
This device has a UDI; some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the associated defibrillator failed the self test using these attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.